Manufacturer narrative:
Concomitant medical products: product ID 3888-56, lot# v578028, implanted: (B)(6) 2011, product type: lead; product ID 3888-56, lot# v578028, implanted: (B)(6) 2011, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient experienced an overstimulation sensation. It was noted that the implantable neurostimulator (ins) was discharged. It was stated that the patient was recharging the implant when stimulation "spontaneously" came on and it was "too strong". The patient was unable to turn stimulation off with the programmer. It was reported that the paramedics were called and they were able to successfully turn the ins off with the recharger. A company representative was going to meet with the patient on (b)(^) 2013. Additional information received reported that there was a power on reset (por) and overstimulation. Additional information received reported that the patient's battery was discharged. The patient was hospitalized for a fractured wrist at the time of this report. It was stated that a por was going to be resumed after surgery. It was reported that the cause the issue was user error. It was stated that the patient likely had high amplitudes and may have unknowingly powered it on during recharging. It was unknown for certain if this was the case because the system could not be read. It was stated that "interventions" were planned for the following week after the patient's wrist surgery. It was stated that the ins was currently in a discharged state.